Event description:
During baxter's eval of this spectrum pump, it was discovered that the event history log contained multiple "door jammed" messages.

Manufacturer narrative:
MFR reference number: (B)(4). Baxter received and evaluated the device. The pump was received with the door able to latch closed as expected. However, multiple "door jammed" messages were found in the event history log. Cracks were found in the threaded insert boss in the front case that mount the pumping mechanism into the case, which allowed separation between front case and mechanical assembly. This resulted in excessive force needed to close the door. The front case was replaced.